Event description:
It was reported that 12 pump modules had bad transducers. There was no patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that 12 pump modules had bad transducers. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Please note that the investigation was performed only on the components (fsa pressure sensor), as these were the only samples provided by the customer. H3 other text : not applicable. Device evaluated by bd.